Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, a 3.5x15mm xience v stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. Starting in (B)(6) 2014, the patient experienced severe chest pain. On (B)(6) 2014, the patient was hospitalized for this chest pain and medication was provided. The event resolved and on (B)(6) 2014, the patient was discharged from the hospital. There was no additional information provided.